Event description:
It was reported that review of a commanded therapy event was requested. The caller inquired if this was a stat shock or occurred during an electrophysiology study. A boston scientific technical services consultant could not discern where the therapy originated from. The consultant stated the preceding events were inappropriate therapy when the commanded shock was delivered, and the rate slowed. Further review noted that atrial fibrillation (af) with rapid ventricular response (rvr) resulted in inappropriate anti tachycardia pacing (atp) and inappropriate shocks. The clinical observations were documented, and no additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.